Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device was found to be within specification during testing. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. The ultrasonic sensor was replaced as required for the service procedure and replacing the ultrasonic sensor is not the indication of the device failure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). There was no known patient injury or medical intervention associated with this event. No additional information is available.